Event description:
A malfunction alarm was reported with a code indicating malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer completed a pump reset and loaded a cartridge and sensor session. Technical support confirmed the pump continued to operate correctly, instructed the customer to monitor for recurring issues, updated the customer¿s email, and indicated no further assistance was required unless the malfunction recurred.